Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the mother called in to state she had to take her son to ER (emergency room) on (B)(6) 2019. The issue started the day before when her son was complaining about dizziness and being lethargic. She checked his bg (blood glucose) levels and they started out high at 600 mg/dl. She tried administering insulin through the pdm and pod and the following morning, she noticed her sons bg levels dropped to 33 mg/dl with small ketones. The mother kept son out of school and monitored his levels. The mom called the birmingham children's hospital many times and they finally told her to bring him in at 3:00 pm. Prior to going to the hospital his bg levels were at 300-400 mg/dl and then she decided to use his old bg meter and it indicated 554 mg/dl. She tried to make adjustments but instead changed pod. When she changed the pod she noticed the cannula was bent and realized he was not getting insulin. While at hospital his bg level were around 300-400 mg/dl and they used IV fluids to bring levels down, along with checking his blood and ketones. After a couple hours his bg levels dropped to 176 mg/dl. The patient's normal bg levels are between 80-180 mg.dl. The hospital discharged the patient and told the mother to keep her son out of school for the following day and monitor him. The following day the hospital called numerous times and his levels were within his normal range of 80-180 mg/dl. The patient is doing fine now. The second pod was worn the full 3 days with no issues. The patient's blood glucose, carbohydrate, and insulin history is as follows: time, bg (mg/dl), cho (g), bolus (u): on (B)(6) 2019: 600 mg/dl. 7:00am, 33 mg/dl. 3:00 pm, 300-400 mg/dl. 3:00pm, 554 mg/dl on (B)(6) 2019: 300-400 mg/dl. After 2-3 hours, 176 mg/dl.